Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast reconstruction with a mentor smooth round high profile 460cc saline prosthesis experienced right sided migration post procedure. The prosthesis ended up in the armpit area. In (B)(6) of 2018, a capsulorrhaphy with lift was performed in which the implants were removed, and then placed back in the patient. The reimplantation of the device is off label use. After the procedure, on (B)(6) 2019 the device deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.